Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the loudspeaker does not work anymore and this lead to an adverse event involving a patient. Philips will report this issue as an adverse event based on the customer's statement.